Event description:
The pt has two model 3186 leads from the same lot. It was reported one of the pt's leads had migrated. The pt had been receiving effective stimulation since system implant. The pt will f/u with her physician regarding possible surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Additional information received identified the patient's entire scs system was explanted.